Manufacturer narrative:
Event summary: as reported, after completion of an run-off procedure involving the superficial femoral artery, a flexor ansel guiding sheath broke in the middle and began to unravel upon removal of the device. Access was obtained in the right femoral artery and the groin was noted to be scarred. Removal of the separated/unraveled device was difficult, but nothing was left in the patient. Although reinsertion of the dilator was suggested by a representative from another manufacturer, the dilator was not reinserted prior to removal of the sheath. No portion of the device was left in the patient. This did not result in any additional procedures or prolonged hospitalization. No adverse effects occurred due to this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned a flexor ansel guiding sheath to cook for investigation. Physical examination of the returned device showed: one used kcfw was returned in a damaged condition. Measuring from the proximal end cap separation began at 24.5cm resulting in four additional separated sections. Resulting in exposer in inner coil and inner liner. In response, cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. A global shipment search on the user facility and complaint device was performed but could not definitively determine the lot number of the complaint device. At this time, cook could not conclude that nonconforming product from the affected lot exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ precautions: ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ ¿when inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position.¿ cook has concluded that unintended use error contributed to this incident due to the stated recommendation from the boston scientific rep that told the physician to put the dilator back-in before removing the sheath and the physician refused. Also, the product is provided with instructions for use that state ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Occupation: other non-healthcare professional: office manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, after completion of an run-off procedure involving the superficial femoral artery, a flexor ansel guiding sheath broke in the middle and began to unravel upon removal of the device. Access was obtained in the right femoral artery and the groin was noted to be scarred. Removal of the separated/unraveled device was difficult, but nothing was left in the patient. Although reinsertion of the dilator was suggested by a representative from another manufacturer, the dilator was not reinserted prior to removal of the sheath. No portion of the device was left in the patient. This did not result in any additional procedures or prolonged hospitalization. No adverse effects occurred due to this occurrence.